Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the surgery, while this device was being used, severe blood was leaking at the 3-way connection point. There was patient involvement, but no patient harm was reported.